Event description:
It was reported that the customer was taken by paramedics to the hosp due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 16.3 mmol/l. Troubleshooting was performed, and the insulin passed the prime, high pressure, and self tests. The customer stated that it looked like there was a cut in the tubing of the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.